Event description:
It was reported that the patient's right ventricular (rv) lead indicated high thresholds, out of range impedance, and no capture. A lead fracture was suspected. The rv lead was reprogrammed and a lead revision scheduled. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. (B)(4).